Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. Initial reporter zip code is not indicated at this time. (B)(4).

Event description:
A doctor reported that upon implanting an intraocular lens (iol), the lens needed to be sewed in due to subluxation. A vitrectomy was performed and lens explanted. Additional information was requested.